Manufacturer narrative:
The guide wire was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID # (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was 95% stenotic and was located in the anterior tibial (at) artery. The physician advanced the csi viperwire guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. The physician completed runs at low speed and then removed the device. The physician attempted to advance a balloon on the viperwire and during the re-positioning of the wire, it was identified that the tip of the guide wire broke off. The physician advanced a new guide wire into the patient and completed the procedure via balloon angioplasty. The patient left the procedure in stable condition.